Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was not another piece as it was broken off during cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and f found to have a broken grip at the grip base. A piece approximately 14.35mm x 5.22mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during central processing, the jaw of the prograsp forceps broke off during cleaning in the automatic washer. There was no report of patient involvement.